Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: as per customer's complaint of footswitch intermittently stops activating but does not loose pairing, this was due to low batteries. Replacement of batteries will correct the problem. However, the base plate is heavily rusted and corroded, and to correct this; the baseplate would need to be replaced as well. Since the baseplate cannot be replaced, this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold so that it can be scrapped. Since the unit will not ship, and testing will not be completed there will be no box label or wireless footswitch repair record attached to the file. One possible reason is the device is five years old and could be considered fair wear & tear due to the device exceeded the normal life expectancy. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the footswitch intermittently stops activating but does not lose pairing. The procedure was completed it ha wired footswitch. No patient consequence. No delay to procedure. Device will be returned and replaced.

Manufacturer narrative:
Product complaint # (B)(4). Idepuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Update to previous investigation summary. Added device history records. A check of the manufacturing finished goods records for the reported batch number revealed no anomalies relating to the reported incident. There were 50 devices released for distribution on 12/9/2010. With an expiration date of.